Event description:
The customer alleges back to back results of 140 mg/dl on her meter and 80 mg/dl on a professional meter. She states about one month ago, she ran a control and it was not in range, but this value was not provided. She states her doctor increased her insulin does based upon her meter results. She states she has experienced low blood sugar levels over the last three to four weeks at 1000 each time and her meter readings were in the 60s range. She self-treats and feels better. Return requested and replacement was sent.